Event description:
"On or about (B)(6) 2006" an ams monarc was implanted for "pelvic organ prolapse and/or stress urinary incontinence." Plaintiff's attorney has alleged that the plaintiff began experiencing severe ad debilitating pain, infections, vaginal scarring shrinkage, and mesh erosion some time after implant." Plaintiff's attorney also alleged that the plaintiff "suffered, and continues to suffer, serious bodily injury and harm," as well as "severe and permanent bodily injuries and significant mental and physical pain and suffering" along with other damages. Plaintiff had the implant removed "on or about (B)(6) 2012."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.